Event description:
Information received indicates the head of the stretcher will not lower.

Manufacturer narrative:
The technician isolated the issue to a leaking gas spring. He replaced the gas spring to repair the stretcher.